Event description:
Same case as MFR #: 2134265-2009-03839. It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. Angiography revealed a 90% stenosed target lesion in the left anterior descending artery which was successfully treated with a 3.0x20mm taxus liberte stent. There was also a 15x2.5mm, 75% stenosed, de novo lesion in the mildly calcified and mildly tortuous first diagonal branch. After pre-dilating the first diagonal, a 2.25x16mm taxus liberte stent delivery system (sds) was advanced but did not cross the lesion. After several unsuccessful attempts, the device was removed from inside the patient and it was noted that a stent strut was unsmooth. The physician then tried to cross the lesion with a 2.25x20mm taxus liberte lds but it did not cross and the stent got damaged. The physician completed the procedure with balloon angioplasty. No patient complications were reported and the patient's current condition is listed as "stable."

Manufacturer narrative:
(B)(4).